Event description:
Event description guidant received information that this implantable epicardial defibrillation patch and epicardial rate/sense lead system were infected and during the explant procedure, the patient died.